Event description:
The initial reporter stated that the pump was not delivering. They stated that they did attempt troubleshooting and they could see the run symbol on the pump, but it wasn't delivering. Mmdg did follow up with the initial reporter, at the time of the complaint they stated that the patient did not have any adverse effects due to the complaint and that they had no other information to provide. [Complaint (B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.